Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noisy signals and oversensing on the right ventricular (rv) channel, resulting in inappropriate anti-tachycardia pacing (atp) bursts. The patient, who is pacer dependent and has chronic atrial fibrillation (af), experienced an asystole episode greater than 2 seconds and was recently admitted to the emergency room (ER). Technical services (ts) discussed potential causes and troubleshooting options with the health care professional (hcp), who plans to evaluate the patient further. No additional adverse patient effects were reported. This crt-d remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noisy signals and oversensing on the right ventricular (rv) channel, resulting in inappropriate anti-tachycardia pacing (atp) bursts. The patient, who is pacer dependent and has chronic atrial fibrillation (af), experienced an asystole episode greater than 2 seconds and was recently admitted to the emergency room (ER). Technical services (ts) discussed potential causes and troubleshooting options with the health care professional (hcp), who plans to evaluate the patient further. No additional adverse patient effects were reported. This crt-d remains in service. Additional information was provided that the suspected cause for the noise was an interference from an external stimulator. No additional adverse patient effects were reported. This crt-d remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noisy signals and oversensing on the right ventricular (rv) channel, resulting in inappropriate anti-tachycardia pacing (atp) bursts. The patient, who is pacer dependent and has chronic atrial fibrillation (af), experienced an asystole episode greater than 2 seconds and was recently admitted to the emergency room (ER). Technical services (ts) discussed potential causes and troubleshooting options with the health care professional (hcp), who plans to evaluate the patient further. No additional adverse patient effects were reported. This crt-d remains in service. Additional information was provided that the suspected cause for the noise was an interference from an external stimulator. No additional adverse patient effects were reported. This crt-d remains in service. Additional information was provided that this crt-d was explanted and replaced due to normal battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.